Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as 2134265-2008-01395. It was reported that 172 days after a coronary drug eluting stenting treatment procedure, the pt experienced silent ischemia and required a target vessel reintervention. Lesion 1 was a 2.1 mm, 100% stenosed, 26.4 mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation by 2 balloon catheters. Maximum size of the balloon was 2.5 x 30 mm and maximum dilatation pressure was 8 atms. A 3.0 x 32 mm taxus study stent was placed in the target lesion. Lesion 2 was a 2.1 mm, 100% stenosed, 26.4 mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation by 2 balloon catheters. Maximum size of the balloon was 2.5 x 30 mm and maximum dilatation pressure was 14 atms. A 2.75 x 32 mm taxus study stent was placed in the target lesion. These two stents were implanted without overlapping and were not post-dilated. Lesion 3 was a 2.8 mm, 90% stenosed, 12.0 mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with a direct placement of a taxus 3.0 x 20 mm study stent at maximum 14 atms. The stent was post-dilated at maximum 22 atms by a 3.25 x 9 mm balloon catheter. Post ivus was performed and the physician confirmed there was 0% stenosed post procedure. The stents were well positioned and well apposed. No complications were reported. At 172 days after the index procedure, follow-up evaluation was performed. Silent ischemia was confirmed. Occlusion was confirmed in rca proximal ~ middle. According to the doctor, the occlusion was treated with a tvr. There was no symptoms of ischemia. The physician treated the occlusion with placement of an unk size taxus stent and unk bms in the lesion. The procedure was completed and the pt discharged on bayaspirin and pletaal. In the opinion of the physician, the relationship of the taxus stent and the antiplatelet agent are possibly related to the tvr and the silent ischemia. The pt outcome is in remission.